Manufacturer narrative:
Analysis synthesis: upon reception, the returned home monitor was tested and the reported behavior was confirmed as the device could not be turned on, and a damaged power connector was observed. The root cause of this issue could not be determined; however, it could have resulted from the wear of the power supply connector over time or from a mechanical shock.

Event description:
Reportedly, the home monitor remains off.